Event description:
On tether cable with pm power - low flows - pump stopped twice. Transferred to battery and alarm stopped. Attempted to transfer pt to data port on tether cable for waveforms and pump noted red hrt alarms. Changed to non-grounded tether cable-no alarms.